Event description:
A home pt contacted baxter's technical service center regarding a system erro 2240 message that appeared on the display of the home pt's homechoice machine during a dwell display of the home pt's homechoice machine during a dwell cycle of their automated peritoneal dialysis therapy. Per the initial report, a supply bag became disconnected from the supply line of the homechoice cassette for an unk reason. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.